Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra results is unknown. The instrument is performing within specifications.no further evaluation of the device is required.

Event description:
A false (B)(6) advia centaur troponin ultra result was obtained for a patient sample. The nurse questioned the result since the result did not match the patient's clinical condition. Testing was repeated for the patient sample and the result was negative. Corrected reports were issued. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the false positive troponin ultra result.